Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: director. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device did not work as intended which resulted in spontaneous bleeding 24-28 hours post-procedure. Additional information was received on 14aug2025: the procedure performed prior to use of the angio-seal was genicular artery embolization. A 5 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. The angio-seal was successful for hemostasis at the time of deployment. A pre-deployment angiogram was performed. The patient was stable. No equipment or other devices were used with the angio-seal. The procedural date was (B)(6) 2025, spontaneous bleeding date (B)(6) 2025. The patient was standing in the kitchen, nothing strenuous. The patient had spontaneous bleeding at home. The patient was able to hold pressure at home until the bleeding stopped. The patient had a hematoma from the bleeding; however, not at the time of deployment or before discharge from the ambulatory surgery center. It was confirmed that there was no pseudoaneurysm under ultrasound. The patient was not on blood thinners at the time of bleeding. There was no retroperitoneal bleed, hematoma, or active re-bleed at the site of deployment. The blood loss was less than 250cc.